Event description:
Pump kept alarming and then screen displayed system error call for service then screen went blank. No other information provided. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 2.5 mg, frequency: ud, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.